Event description:
Guidant received information tha the patient implanted with this implantable cardioverter defibrillator (ICD), which is included in an advisory population, expired on 2004 for unspecified cause. The family of the patient has retained legal counsel and a lawsuit has been filed.

Manufacturer narrative:
H6 not returned. Event conclusion as of this report, the device has not been returned to guidant for analysis. There is no additional information related to this event. Guidant will continue to investigate the complaint, and if additional information becomes available, the event will be reopened. In june, 2005, guidant issued a physician communication regarding a deterioration in wire insulation within the lead connector block that may, with other factors, result in an electrical short circuit. Manufacturing changes to prevent this failure were made in april and november of 2002. This device was manufactured before april, 2002, and is included in this population. While this device was part of the advisory population, guidant does not have sufficient information to determine if this device behaved in the manner described in the advisory.